Event description:
It was reported that a flo-gard infusion pump presented an unknown alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection was performed, which revealed a damaged central processing unit (cpu) board. The cause of the condition could not be determined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.